Event description:
It was reported that following a 6f angio-seal vip deployment in the right common femoral arteriotomy, the pt's leg became cold and pale. In retrospect, the physician noticed tha the left wall of the artery had a shelf of calcium. Surgery was performed and the angio-seal and calcium in the artery were both removed. The pt recovered well.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported incident could not be conclusively determined. The angio-seal instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states if pt's have clinically significant peripheral vascular disease, based on published medical literature, the angio-seal device can be deployed safely in pt arteries > 5 mm diameter when there is found to be no luminal narrowing of 40% or greater within 5 mm of the puncture site.